Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h3, h6, h11 an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The product will not be sent back to olympus for further evaluation and repair. In addition, the following reportable malfunctions were identified during the device evaluation: damage on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transmission of the image was affected due to cable failure. The most probable cause of the malfunctions is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced takes a while for the image to appear. The issue occurred during inspection for use. There were no reports of patient involvement.